Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the biometric scanner and the backup battery required replacement. The communication sled, all-in-one, and docking board connections were reseated. The device was tested, and no further issues were noted. Customer will continue to monitor to confirm issue is resolved.

Event description:
It was reported by the customer that a pyxis anesthesia es system froze during a procedure causing a 5-minute delay for a user trying to remove medication. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following fields have been updated with additional/corrected information: a1, d1, d4, d5, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 31-aug-2021 to 31- aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system unexpectedly responded slowly during the procedure. A field service engineer reseated all comsled, all-in-one and docking board connections. Replaced biometric scanner to resolve the issue and suggested to replace the battery. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system froze during a procedure causing a 5-minute delay for a user trying to remove medication. The manufacturer reached out to the customer for additional information regarding the event, but no other information was released. There were no adverse events or injuries reported based on this incident.